Manufacturer narrative:
(B)(4). Investigation results: one accumax 200 single box laser fiber was returned in one piece. The piece measured approximately 313.9 cm from the top of the connector to the tip. The tip had detached at the end of the jacketing and no exposed glass portion remained. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the tip was not returned. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it, this indicated that the fiber was broken within the connector. It is likely that due to the fracture within the connector that the fiber would fail to fire, confirming the complaint. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an accumax 200 single laser fiber was opened for use for a soft ureteral management of upper ureteral stone procedure in the ureter performed on (B)(6) 2019. According to the complainant, during preparation, it was noted that there was no laser energy coming out from the laser fiber upon connecting to the laser unit. The procedure was completed with another accumax 200 single laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the sma connector and tip detached.